Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission 01/21/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages including worn keypad symbols and scratched display lens. On investigation, the bolus button cover was found to be torn while the button responded properly. No damage was found with the keypad cover and all the buttons responded properly. Removal of the keypad cover found contamination under the contrast button contacts. Unrelated to the button issue, the pump powered up to a dim and discolored verify screen with the appropriate audible and vibratory alerts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor reported that the buttons were unresponsive. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.